Event description:
It was reported that insulin was squirting out during the manual prime. The drive support cap was noted to be normal. Customer also mentioned a button error alarm. Customer's blood glucose reading at the time of the call was 157 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. All buttons functioned properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.